Manufacturer narrative:
This report is for an unknown constructs: uss /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a removal surgery of the universal spine system (uss) due to an adjacent level issues wherein a new unknown verse implants were implanted. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) constructs: uss. This is report 1 of 1 for (B)(4).